Manufacturer narrative:
A request for the return of the device has been made. A follow-up report will be filed upon completion of an evaluation or if any add'l info becomes available. The 16:310:867:0002 is due to a software "mailbox", that stores temporary data until it can be processed, becoming filled. The issue identified has been reproduced in our facility with user interface software versions 5.09.90 and 6.13.90. Preliminary analysis indicates that this issue occurs on triple channel devices, during user programming, with three channels infusing, in specific use case scenarios. Analysis of field info and the data, event logs and the issue investigation have not shown that the issue will occur on previous software versions in the same use case scenario. There is no evidence that this can occur on single channel devices. Root cause investigations are continuing. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
The regional sales mgr advised that a nurse indicated a ccu pt had a triple channel pump infusing last evening when fc 16:310 was noted, the pump stopped working and made a screeching noise. The pt was transferred to another hospital with admitting diagnosis of increased dyspnea. The pt reportedly was deteriorating on admission. The pt was seen in the cardiac catheter lab that same day for a possible cardiac intervention. At 1630 she was transferred to the ccu with a colleague triple channel pump. Neosynephrine (unk dose, rate and volume) was hung at 1630 (channel unk). The blood pressure at this time was approx 70/40. At 1730 dopamine (dose, rate and volume unk) was hung on an unk 2nd channel. At 1830 norepinephrine (dose, rate and volume unk) was hung on an unk channel. At 1900 anesthesia was called to intubate the pt. Between 1900 and 1915 the pt experienced ventricular tachycardia (v-tach). No blood pressure was noted at that time. The pt coded, the code team was called, the pt was resuscitated and intubated. The pt was shocked and the blood pressure returned to the 70's. One of the 3 medications (possibly epinephrine) was being increased when the device failed on all 3 channels. The pt's blood pressure dropped into the 30's/10-12. Another pump was obtained and the medications transferred where the medication was increased as originally intended.